Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01059.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery to treat a type ii endoleak using penumbra smart coils and a non-penumbra microcatheter. During the procedure, the physician placed one smart coil into the target vessel using the microcatheter. Then, while attempting to advance the next smart coil into the microcatheter, the physician experienced resistance, and subsequently, the smart coil stopped advancing further. The physician then retracted the smart coil back into its introducer sheath. It was reported that the physician attempted to re-advance the smart coil out of its introducer sheath; however, the smart coil would not advance forward. Therefore, the smart coil was not used for the remainder of the procedure. The physician then placed two smart coils into the target vessel using the microcatheter. While attempting to advance a new smart coil out of its introducer sheath; the smart coil would not advance at all within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.